Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case and after the port was removed, air leakage occurred. It was found that the seal was broken. The fallen piece was retrieved from the cavity. No additional bleeding and no tissue damaged were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No patient info available.